Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event was not confirmed. Visual examination found tissue in the helix and no anomalies. Electrical testing and longevity assessment was normal and no anomalies were found. This report is a duplicate of 2017865-2023-22242 upon serial number identification.

Event description:
Related manufacturing reference number: (B)(6). Information received indicated the leadless pacemaker was explanted on (B)(6) 2023.

Event description:
It was reported that the patient presented for an unrelated procedure. It was noted that the leadless pacemaker exhibited loss of capture. The device was explanted. The patient was in stable condition.